Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing. Programming changes were made. The patient was asymptomatic throughout.

Event description:
New information received noted that the implantable cardioverter defibrillator exhibited more post-paced t-wave over-sensing. Programming changes were made on 18 aug 2021. There were no patient consequences.